Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laser system had an error e10. The issue occurred before sedation and the procedure was completed after a delay of less than 30 minutes with a competitor device. There were no reports of patient harm.